Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The nurse at the hospital reported that 2 autofix screwdrivers ref 903 1010 fractured, including one in a kit. The surgeon did not force at all.

Event description:
The nurse at the hospital reported that 2 autofix screwdrivers ref 903 1010 fractured, including one in a kit. The surgeon did not force at all.

Manufacturer narrative:
The reported event that a screwdriver / depth gauge 2 in 1 autofix 2.0/2.5, 10-30 mm was alleged of breakage could be confirmed. The device was received with broken tip. We can see some impacts due to usages on the remaining tip and some surfaces are mated. No fragments have been provided. The helical trend of the breakage is typical of overtorque. Based on investigation, the root cause was attributed to be user related. The most likely cause is that excessive torque was applied during screwing. In addition to this, also the following factors might have contributed to the event: the device had experienced excessive use or force and became susceptible to breakage. Hard/dense bone. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.